Event description:
A report was received on 04 mar 2026 from the home therapy nurse (htn) of a 75 year old female patient with a medical history including hypertension and end stage renal disease, who stated the patient experienced hives, itchiness and difficulty breathing during a in-center hemodialysis treatment on (B)(6) 2026. Additional information was received on 06 mar 2026 from the htn who stated the patient was administered oxygen, methylprednisolone (solu-medrol) 125mg, and diphenhydramine (benadryl) 50mg intravenously. The patient was sent to the emergency room, evaluated and discharged. Following the event, the patient recovered without sequelae and continues to treat with the nxstage system.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. The patient experienced an event consistent with a hypersensitivity reaction with the lot number (40977060) on one additional date. The event on (B)(6) 2026 is documented in MFR report # 3003464075-2026-00021